Event description:
One snare was attempted to be used to retrieve a leadless implantable pulse generator (ipg}, but it could not be secured, and another snare was used. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).